Manufacturer narrative:
The following fields were updated: b5. Describe event or problem: it was reported that unspecific number of unspecified bd alaris¿ pump infusion set leaked from the tubing at the filter site during use. The following information was provided by the initial reporter: verbatim: patient's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. This tubing has been noted to be leaking on other units as well. Primary rn stopped chemo immediately and product was re-compounded by pharmacy. H.6 investigation summary: no product or photo was returned by the customer. The customer complaint of filter site leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that unspecific number of unspecified bd alaris¿ pump infusion set leaked from the tubing at the filter site during use. Verbatim: patient's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. This tubing has been noted to be leaking on other units as well. Primary rn stopped chemo immediately and product was re-compounded by pharmacy.

Event description:
It was reported that two unspecified bd alaris¿ pump infusion set leaked from the tubing at the filter site during use. The following information was provided by the initial reporter: "patient's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. Primary rn stopped chemo immediately and product was re-compounded by pharmacy."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5114408. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.